Event description:
The reporter indicated that a vns patient was experiencing an increase in seizures and that recent device diagnostics have confirmed proper device function. The relationship between the increase in seizures and vns therapy is unknown. Good faith attempts for additional info have been unsuccessful to date.